Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced asystole and coded two times. Unknown intervention was performed which subsequently led to the patient being externally shocked. It was reported the patient was having a stroke at the time of the asystole. There was no evidence of a device malfunction or that any oversensing had occurred which had inhibited pacing therapy. It was reported the device was pacing in the atrium and the ventricles but was not capturing. There were no allegations regarding the function of the device as the issue reported was related to the patient condition. Following the incident there were difficulties experienced obtaining impedance measurements in the atrium and ventricle in ddd mode, which was thought to be related to the sampling window being altered from the high atrial rate and av dissociation. The atrial rate was 113 beats per minute. Impedance measurements were successfully obtained in vvi and aai modes.